Manufacturer narrative:
A partial lead with the connector pin measuring 3.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal generator change out procedure, the right ventircular (rv) set screw was found to be stripped. The device could not be removed from the rv lead. The lead was cut off at the header, capped, and replaced on (B)(6) 2019. The patient was stable. Related manufacturer reference number: 2938836-2019-15146.